Event description:
It was reported that the event log file captured no external power events on (B)(6) 2024 between 05:29:33 and 05:29:39 that were caused by the power to the mobile power unit (mpu) being briefly interrupted. The mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.